Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed self-test alarm multiple times. The customer's blood glucose was 170 mg/dl at the time of incident. The customer's blood glucose was 210 mg/dl at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected rf pic failed self test alarm noted during testing.